Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence, a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence and that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.